Manufacturer narrative:
Omit: b15 - analysis of data provided by user/third party,c19 - no device problem found, d14 - no problem detected.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Manufacturer narrative:
Omit: a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable. Added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.